Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the both clamps of the tibial articular surface inserter broke and were reported to be loose and worn out. There was no report of surgical delay and that no pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that the hook feature had fractured off of the devices. The fractured hook was not returned. Dimensional analysis of the device found that it was conforming to print specifications where measured. Hardness of the returned instruments was measured and found to be within specifications. The inserter was manufactured in february 2015, with an approximate field age of 1 year 8 months, and has been used in an unknown number of surgeries. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).